Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 2 infusion set fell off events on (B)(6)2024 and (B)(6)2024. The infusion set was in use for 1 day. No further information available

Manufacturer narrative:
Initial and final MDR 1900861 - MDR 3003442380-2024-11059 - device 1 of 2